Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that the patient had not used the bladder stimulator because they had an issue with the handset. They said there was no tutorial and welcome video when they started. It was explained to the patient that the representative might have deactivated it for them. The patient said they went on youtube and watched a video on how to use the handset. They said they were sitting with their nephew two, three, or four days after the surgery and pressed the amplitude up one time to "0.1," and then it went to "0.2" and "0.3." The stimulation increased on its own, so they just turned it off and did not use it anymore. They pressed the amplitude button one time and it kept increasing on its own. They said their handset did not work. They had a doctor appointment scheduled for (B)(6) 2022 at 11:15am and would like a manufacturer representative (rep) to be there. The patient wanted the handset replaced. An email was sent to the repair department. 2022-sep-14 additional information received from patient. They reported that basically, things haven't been going so well and they were calling because everything is not responding stating that on the various programs they will feel stimulation in the same place instead of different places which was concerning to them. Patient feels stimulation in their lower back region. Patient denied any falls or traumas. Patient stated everything had been fine but then they had a little leakage and feeling it in their back a couple days ago. During call, it was determined that patient had been turning therapy off not realizing that this turns the neurostimulator off. Discussed that this was likely the cause for loss of therapeutic effect. Patient stated they still have concerns that their programmer is moving settings on its own as patient reported the ma would go up higher than expected after increasing. For example it would go from 0.3 to 0.4. Reviewed considerations regarding the touch screen on the handset and explained that if patient presses or double taps the number will continue to increase higher. Patient would also intermittently encounter telemetry disruptions and would have to reposition the communicator and this may have also caused the patient's perception that amplitude was going higher on it's own do to the telemetry delay.